Manufacturer narrative:
Date of event approximated to (B)(6) 2021 based on the date the manufacturer became aware of the event. (B)(4). The returned flexiva 200 tractip laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The fiber measured 315 cm from the end of the connector to the end of the exposed glass tip. The exposed glass tip measured 4 mm and appeared in good condition. There was distorted light from the sma connector, indicating a fracture within the fiber connector. No other problems with the device were noted. There was distorted light from the sma connector, indicating a fracture within the fiber connector. A broken fiber within the connector of the device can result in insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. Review and analysis of all available information indicated that the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
A flexiva 200 tractip laser fiber was returned to boston scientific corporation. This product was returned to the manufacturer without any report of performance issues or adverse patient effects. The device was analyzed and the investigation results revealed that the laser fiber was broken within the connector. See full investigation results. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.